Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was believed to be dislodged form its target location and was now sensing low left ventricular amplitude measurements. This occurred after the patient had surgery for an aneurysm and a stroke during the procedure on the table. Additional information revealed that there was no confirmation of a dislodgement but that the physician has been notified about the situation and that there is no surgical intervention being planned due to the patient¿s current condition. The stroke was not associated with any implantable products. For now, the lead remains in service. No additional adverse effects were reported.